Event description:
The customer reported arcing from the system and a loss of the live x-ray image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.